Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 04/03/2020. Device evaluation: the pcb00 product was not returned in its original package. A visual inspection using magnification was performed on the returned sample. Only the lens returned and was cut in two pieces. The complaint issue report could not be verified. However, based on the information provided, there was no failure against the lens reported. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint met the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was seeing an arc shaped gray blur with flickering around the arc in the patient's left eye with an intraocular lens (iol). Visual acuity pre-operative 20/20 and visual acuity post-operative 20/100 day 1, 20/150 day 9, and with correction 20/25 day 9. The lens was explanted and the incision was enlarged, however, there was no sutures or vitrectomy required. The patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.